Event description:
Initial reporter indicated that their child's generator had migrated and that their child had a "lump on their neck the size of an olive" after a "bad seizure" reportedly, the patient did not resume speaking after this seizure for four days. Reporter also indicated that there is not an increase in seizure activity since vns. The patient's treating physician stated "the vns device moves and causes pain when lift left arm." In addition, he stated that "the patient feels the generator is moving-I cannot see this clinically" and "she is now hoarse-clinically seems to have superior laryngeal nerve palsy-perhaps nerve injured during a seizure as symptoms started after a prolonged strong seizure." Attempts have been made to obtain device diagnostics to confirm proper device functioning. Good faith attempts have been made and no additional information received.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.